Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced loss of osseointegration (date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.